Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd facscanto¿ ii system w/ fluidics cart produced erroneous ivd results due to lst panel failure. The results were identified via the technician consulting with specialists. There was no adverse patient impact. The following information was provided by the initial reporter, translated from (B)(6): "the customer reports that the analysis of the samples with the lst panel fails as the graphs appear blank. In addition, a sample of a patient gave an erroneous result which was identified by the technician with consultation with specialists. With the old lst calibration the problem does not happen and the samples are acquired well." Are there erroneous results on patient samples for diagnostic test? Yes. Was there any delay of treatment due to the issue? No. If patient samples were redrawn, was there any change or delay of treatment? No was there any physical harm/injury to the patient due to the issue? No.

Manufacturer narrative:
H6 investigation summary: ¿ scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd, part # 338962 and serial # (B)(6). ¿ problem statement: customer reported a complaint of regarding the instrument producing erroneous results. ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 22mar2021 to date 22mar2022. ¿ complaint trend: there are 15 complaints related to this issue of erroneous results. Date range from 22mar2021 to date 22mar2022. ¿ manufacturing device history record (DHR) review: DHR part # 338962 serial # (B)(6), file # 338962-338962-v33896202534-100859478-15, was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis, and servicemax the root cause of the erroneous results could not be determined. The customer had initially reported that the analysis of the patient samples with the lst panel had failed and the graphs were blank. After some consultation with specialists, it was also found that erroneous results were produced with the patient samples. Lastly, the customer reported that while using the old lst calibration the issue would not arise. The tsr (technical service representative) assisting the customer asked for consultation from an application specialist, and they were able to recreate the lst panel graphs for the customer. No parts were requested for evaluation as there were no parts replaced. With the help of the application specialist, the instrument was functioning as expected and had no further issues. Although patient samples were used during this incident, the erroneous results were realized before they were sent out and were not used. There was no delay of treatment and no patients were affected due to this incident. Proper daily and monthly cleaning and maintenance can help in preventing lowered performance of the system, and can be found in the bd facscanto ii instructions for use (IFU), #23-20269-00 rev. 1/vers. A. The safety risk of this hazard has been identified to be within the acceptable level. ¿ service max review: review of related work order #: n/a, case # (B)(4). Install date: 07jan2019. Defective part number: n/a. Case comments: o (4/27/2022 2:15 am) new value: the application specialist recreated the lst panel and the problem was solved. The tool works according to specifications. O (3/22/2022 2:23 am) asked for consultation with the app specialist sara vlah. O (3/22/2022 2:22 am) the customer reports that the analysis of the samples with the lst panel fails as the graphs appear blank. In addition, a sample of a patient gave an erroneous result which was identified by the technician with consultation with specialists. With the old lst calibration the problem does not happen and the samples are acquired well. ¿ returned sample evaluation: a return sample was not requested because there were no replaced parts. ¿ risk analysis: risk management file part #338960-05ra, version a, bd facscanto ii flow cytometer (daq) fmea was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes or no? O item: acquire data. O function: start data acquisition; collects event pulse parameters (height, widths, area) and send to the host. O potential failure mode: host does not receive any data. O potential effects of failure: the operator is unable to detect any events. O potential causes/mechanisms of failure: analog section, dsp #2, fpga (fifo). O current controls: instrument setup/calibration (qc) fails. O recommended actions: n/a. O responsible party: n/a. O target completion date: n/a. O actions taken: n/a. O sev: 5. O occ: 2. O det: 1. O rpn: 10. Mitigation(s) sufficient: yes or no? ¿ root cause: based on the investigation results the root cause of the erroneous results could not be determined. ¿ conclusion: based on the investigation results the root cause of the erroneous results could not be determined. The customer had reported that the analysis of the samples with the lst panel resulted in a blank graph. The tsr asked for consultation with an application specialist, and they were able to recreate the lst panel with the proper graph and the issue was resolved. After this incident the instrument was performing as expected with no further issues. No treatment or diagnosis was given due to the unexpected results. The safety risk of this hazard has been identified to be within the acceptable level.

Event description:
It was reported that the bd facscanto¿ ii system w/ fluidics cart produced erroneous ivd results due to lst panel failure. The results were identified via the technician consulting with specialists. There was no adverse patient impact. The following information was provided by the initial reporter, translated from italian: "the customer reports that the analysis of the samples with the lst panel fails as the graphs appear blank. In addition, a sample of a patient gave an erroneous result which was identified by the technician with consultation with specialists. With the old lst calibration the problem does not happen and the samples are acquired well." 1. Are there erroneous results on patient samples for diagnostic test? -yes. 2. Was there any delay of treatment due to the issue? -no. 3. If patient samples were redrawn, was there any change or delay of treatment? -no. 4. Was there any physical harm/injury to the patient due to the issue? -no.